Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, which the customer acknowledged and understood.